Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
One year and 2 months after hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected and a pump stop. Site reported that they noted that the battery capacity indicator had displayed two lights on one battery and a single red light on the other. The controller shut down, restarted and the patient felt dizziness at this time. Preliminary logs files review showed short pump stops. After replacing the batteries and controller the problem was resolved. The investigation is ongoing.

Manufacturer narrative:
The controller and batteries were exchanged and all but (B)(4) were returned to heartware for examination. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller and batteries passed visual and functional examination; the reported event could not be duplicated at the bench level. A review of the controller log files confirm the reported vad stop and power switching events. Analysis of the controller log files revealed a communication anomaly between the battery and controller, which indicates a communication issue between the controller and the connected battery as the most likely root cause.